Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen is now shattered and no longer turns on. Customer's blood glucose level was 200 mg/dl. It was indicated that the customer has back up insulin pens to address blood glucose levels and for continued insulin therapy.